Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic radical cystectomy, the sealing was nice with end tone was heard when ligasure was used, however, after post-operation checking, patient was found lymph leakage and it has lead to extension of hospitalization.